Manufacturer narrative:
The nimh battery has not yet returned to zoll circulation for investigation. A supplemental report will be submitted if the device is returned and the investigation is completed.

Event description:
It was reported that an autopulse nimh battery experienced low run times. No adverse patient sequelae was reported. No additional details were provided.